Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by a patient's representative that the patient had brain bleed due to the deep brain stimulation surgery and caused a stroke. The manufacturer representative further reported that patient experienced weakness on the right and CT scan that neurologist ordered detected hemorrhage. Patient is recovering. The provider will continuing to manage the patient and now additional information is available at this time.